Event description:
After prepping pt in sterile fashion, located the basilic vein using site rite. Reporter then numbered the area, proceeded to access vein with #20g angio which was successful with one stick then reporter inserted guide wire and took angio off. Then reporter placed the vessel dilator over wire and bent wire slightly over dilator. Untwisted the middle piece and pulled out of the tear away piece still in pt arm and there was visible guide wire. Reporter kept the tourniquet in place and also held pressure at insertion site and called for assistance. Pt to or for removal of wire.